Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure, unable to open. The customer reported that medications were not available in the station and utilized a second station to dispense medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device's half-height cubie drawer would not open. The field service engineer confirmed and verified no other findings were available, and the reported issue had been resolved. The system functioned as intended after the field service engineer verified the device.